Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The pump was not returned for investigation. The data logs show multiple occurrences of low placement signal alarms throughout the entire case run while the pump was set to a higher p-level. All 5s optical parameters were within specification limit during time of use. The cause of the optical signal issue was most likely patient condition related. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported the impella cp had continuous placement signal low alarms during support. The impella aorta placement signal does not correlate with the arterial line. A bedside echocardiogram confirmed placement to be approximately 4.0 cm in the left ventricle. The alarm was disabled and support continued. The patient eventually expired while on support.